Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28604. It was reported that the right ventricular lead trended increasing threshold, and increased pacing impedance pacing. The lead was capped and replaced on (B)(6) 2021. It was also reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was performed. The patient was stable throughout.

Manufacturer narrative:
Original b5 event description was incorrect.

Event description:
It was reported that the right ventricular lead trended increasing threshold, and increased pacing impedance pacing. The lead was capped and replaced on (B)(6) 2021. It was reported that the device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. Explant of the device was performed. The patient was stable throughout.